Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer will not interrogate devices. The rf (radio frequency) head was replaced but still having problems with programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer was able to interrogate a device wireless and non-wireless using a known good head. Analysis found the system fan was noisy, keyboard hinges were broken, hinge plate screws were missing, and keyboard slide cover was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.